Manufacturer narrative:
The investigation has not been completed yet; therefore, the cause of this event has not been determined. This is an initial report, and the results of the investigation will be described in a follow-up report.

Event description:
A balloon rupture was reported during the procedure. The balloon was used to treat a calcified lesion in the distal superficial femoral artery near the popliteal artery following rotational atherectomy (rota). The balloon ruptured during inflation at 2-3 atm. The balloon was then replaced, and the procedure was continued. No complications were reported.